Manufacturer narrative:
A philips remote service engineer (rse) talked to the customer to troubleshoot the issue. The rse was unable to observe the issue. The rse stated that a bradycardia alarm was displayed for an hour prior to extinguishing itself. A good faith effort was made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a red alarm went out on its own. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.